Event description:
Allegedly, two studies were received that were carried out in (B)(6) california, one in 2008 (eleven years of experience with metal-on-metal hybrid hip resurfacing) and another in 2018 (the mean ten-year results of metal-on-metal hybrid hip resurfacing arthroplasty). These studies were based on data collected from 1996 to 2006 and from 1996 to 2012. (B)(4). This incident is capturing an incident involving sepsis.

Manufacturer narrative:
See investigation attached.